Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had a blank display. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with a 2.0 basal rate. No blank display was noted. All operating currents were normal. The insulin pump was received with minor cracks on the display window corner and a cracked reservoir tube lip. No damage was noted inside of the insulin pump.